Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was having increased pain over the ipg site. X-ray revealed ipg migration. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was having increased pain over the ipg site. X-ray revealed ipg migration. The patient will undergo a revision procedure wherein the ipg will be relocated.